Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that half of the time back light was dim and half of the time did not come on at all. There was crack on insulin pump's casing. Insulin pump received random no delivery alarms. Rewind was louder than before. Squirted insulin while priming. Insulin pump's battery life was down to a week and all scratched up and beat up. No harm requiring medical intervention was reported. The insulin pump will not be returned for analysis.